Event description:
It was reported that during the implant procedure, the physician described the left ventricular (lv) lead catheter as having a brittle, crackling feel and could not be slit normally. It was also reported that this difficult catheter caused the lv lead to dislodge from the cardiac vein requiring new access of the coronary sinus and re-implantation of the lv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. It was noted that the mechanical operation of the catheter shaft was bent, the mechanical operation of the catheter peeling/slitting/splitting was partially executed and visual summary analysis of the lead indicated damage at implant.